Event description:
A 6f angio-seal evolution device was deployed. The pt had a bleeding complication, and blood transfusion of one unit was needed. The pt's hospitalization was extended due to this event.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. A training record was not found for the physician. The angio-seal device instructions for use (IFU) cautions that the angio-seal device is to be used only by a licenced physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.